Event description:
It was reported that this left ventricular (lv) lead has been showing high regular pacing impedance measurements of over 2000 ohms for several months. No further details have been provided. This lv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued.